Event description:
It was reported that the spinal cord stimulation (scs) patient experienced difficulty charging the implantable pulse generator (ipg). The physician assessed that the ipg was not optimally positioned for effective charging. Therefore, the patient underwent a revision procedure during which the original ipg was repositioned. The patient is doing well postoperatively.